Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) post balloon placement for assistance with two gas loss alarms and subsequent gas gain alarms. Customer reported that they checked for blood in the helium tubing then restarted therapy by removing the helium tubing and plugging it back in the first time then utilized the help screen and iab fill key the second time. Customer said that they were heading out the door to the unit when the pump alarmed gas gain, so they turned back around to call the clinical line and started the process to change the console. There were no more alarms after switching the consoles. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d4-unique identifier (UDI)# a getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. Pim found to have an internal leak. The fse replaced the the pim (0997-00-1178) to resolve reported issues. Calibrations, functional testing, and safety testing all passed per factory specifications. Device returned to customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a